Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent esc and act buttons response due to corroded keypad traces. The battery alarm did not come on during testing. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, broker belt clip slot, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer changed battery after the keypad anomaly and then they received a battery alarm. Customer's blood glucose reading was 154 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.